Event description:
During product service by a service technician, a flo-gard infusion pump was found to have force sensing resistors (fsr) out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and power on self-test were performed. During visual inspection the force sensing resistors (fsr) were found out of specification. The cause of this was not determined. Inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.